Manufacturer narrative:
D10: concomitants: 4161529 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4187155 200-02-35 - three peg patella 35mm 2398866 204-36-08 - stem extension 80l x16 mm 3550906 210-01-05 - nmc femoral sz 5. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 83 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.